Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the cable was damaged and was therefore replaced and that the device label was also replaced as associated. The device then passed all final functional and system tests and no other anomalies were found. Concomitant medical products: product ID: 229047 software analyzer. (B)(4)

Event description:
It was reported that the radiofrequency programmer head which was originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.